Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow-up visit the r-wave sensing and the lead stimulation impedance had decreased since implant. Diaphragmatic stimulation was noted. Noise was noted on the right ventricular egm. X-ray showed the lead had slightly advanced in the right ventricle. On (B)(6) 2011, the physician observed the presence of pericardial effusion and diaphragmatic stimulation. The lead was capped and replaced.